Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a flashing display. The patient's blood glucose at the time of incident was 266 mg/dl. During troubleshooting, the issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No sensor connection anomalies noted during testing. No unexpected missing segments/partial display anomalies, blank display anomalies or flashing display anomalies noted during testing.